Manufacturer narrative:
The cartridge was not requested to be returned to animas for evaluation.

Event description:
On (B)(6) 2011, the patient contacted animas alleging elevated blood glucose levels 2-3 months ago. The patient claimed that on an unspecified date/time during the time of concern, she changed her cartridge, set, and site. After doing so, the patient went out for the night. At an unspecified time, the patient noticed that the insulin was leaking where the cartridge and tubing connect. The patient claimed that she progressed with symptoms of nausea and vomiting. The patient was unable to provide any blood glucose (bg) values and denied developing ketones. The patient also denied requiring medical assistance. The patient was reportedly taken home where she changed the cartridge and tubing. The patient then corrected for having an unspecified elevated bg level. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury as a result of having a leaking cartridge and/or tubing.